Manufacturer narrative:
The pipeline flex device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of aneurysm embolization, this pipeline flex embolization device did not open during a procedure. The patient was undergoing flow diversion of an unruptured saccular aneurysm located in left ophthalmic artery. The vessel was normal in tortuosity. It was reported that during the procedure, the pipeline flex was deployed, and the physician wanted to open the pipeline at the distal end. The procedure was performed according to the normal. After the microcatheter was withdrawn, the pipeline distal end was not opened. The physician resheathed and re-deployed the device multiple times to open the distal end but the pipeline still did not open. The physician decided to withdraw the pipeline from the patient¿s body. Replaced a new pipeline of the same model and it was opened normally. The procedure completed successfully. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex within the marksman catheter was returned for evaluation within its inner pouch; inside of a sealed biohazard bag and a shipping box. For further examination, the pipeline flex was then pushed out from the catheter lumen with no issues. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. No bend was found on the pushwire. No damages were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Possible contributing factors of "failure to open" include patient's vessel tortuosity and damaged braid. The damage on distal and proximal ends of the pipeline flex braid is likely the result of the customer re-sheathing the device more than recommended two times. If information is provided in the future, a supplemental report will be issued.